Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow-up, capture threshold and lead impedance was high. X-ray showed the lead had dislodged. Repositioning was unsuccessful. Lead was capped and replaced.